Manufacturer narrative:
The device was received for evaluation not deployed. The top and bottom housing was observed to be cracked. Once the housing was removed, score marks were observed under the bottom housing and multiple internal components were observed to be damaged, including the linkage assembly, slide insert and retract, mechanism rails, top battery, reservoir and reservoir cap. Due to the alignment of the internal component damage, the score marks, and the cracked housing, this damage was determined to be post use damage. Initial attempts to download the pod date were unsuccessful and all three battery voltages were measured to be lower than expected. The pod was connected to a power supply, and the data was able to be downloaded. The download data showed the device ran a 0x47 alarm indicating a saw veto test failure. The alarm was generated during pod state 1, indicating that once the user attempted to fill the pod, the alarm was generated. The investigation was able to determine that the needle mechanism did not deploy due to the reset alarm. Due to the post use damage to the reservoir, fluid was observed to be leaking from the reservoir, and fluid was unable to flow through the complete fluid path. Leak testing was completed on the remainder of the fluid path; no other damage was observed. Attempts to deploy the needle mechanism were unsuccessful due to the post use damage on the needle mechanism assembly. Shelf mode current (smc) testing found the smc to be initially out of specification, however upon removal of the pcb, damage was observed to a component on the pcb, which caused the smc to not be able to be measured accurately. The investigation was unable to conclusively determine the cause of the damaged component due to it not aligning with the observed post use damage. The investigation was also unable to determine if the observed damage contributed to the 0x47 alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient stated after activation of the pod, the cannula did not deploy, indicating a needle mechanism failure. The patient further reported the pink slide did not move forward and the cannula was not visible upon removal of the pod. The pod was worn for less than an hour.